Manufacturer narrative:
(B)(4). Follow-up 07/30/2015: device evaluation: belt sn (B)(4) was returned on 07/04/2015 for investigation into lack of gel deployment from the therapy electrode (te). Upon evaluation, the rear te did not deploy gel from 6 out of 10 blisters. There was a leak located under the gas generator cover. The lead feed through was partially pulled out of the outer layer. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury associated with this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 12/01/2014 - reuse. Electrode belt sn (B)(4): 06/03/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated inappropriately five times on (B)(6) 2015 at 20:10:59, 20:36:33, 20:37:10, 20:37:37 and 20:38:09. Rapid atrial fibrillation (af) rate, motion artifact and tactile artifact contributed to the false detections. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient remained hospitalized and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury associated with this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 12/01/2014 - reuse. Electrode belt (B)(4): 06/03/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated inappropriately five times on (B)(6) 2015 at 20:10:59, 20:36:33, 20:37:10, 20:37:37 and 20:38:09. Rapid atrial fibrillation (af) rate, motion artifact and tactile artifact contributed to the false detections. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient remained hospitalized and continued to wear the lifevest.